Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 251060001, implanted: (B)(6) 2010, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) was shutting off by itself when they were going to sit down on a chair. The patient had never had issues with the ins before. There were no falls or trauma associated with this change. The patient used their programmer to sync with their ins and they were on group a and the therapy was off. The patient would normally turn their therapy off at night and turn it back on in the morning. The patient did not have adaptive stimulation enabled. The patient saw a message when they tried to increase their stimulation but it was explained that the stimulation could not be increased when the device was off. It was noted that the ins had been shutting off intermittently and sometimes it would not turn off. If the patient would nod their head it would turn the vibrations down. The patient saw their doctor on (B)(6) 2015. They had a myelogram scheduled for (B)(6) 2015 and would see their doctor again on (B)(6) 2015. The patient was indicated for non-malignant pain. No symptoms, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from the patient indicating that they were going in for a myelogram on (B)(6) visit. If additional information is received, a follow-up report will be sent.